Manufacturer narrative:
This MDR will be supplemented if additional information is received. Reference complaint #: (B)(4).

Event description:
It was reported that the patient stated she was shocked by 5c1 sn (B)(6). The probe was immediately removed from service and the exam was completed. Patient stated after the exam there was no resulting injury.